Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with rash, redness, inflammation, pimples, dry skin, and pustules, extended beyond the patch perimeter, which occurred three days after the sensor had been inserted in the arm. Photos of the skin reaction in the complaint record were reviewed. The photos show a slight erythema and some slight edema under the sensor path adhesive. Furthermore, there is a rash noted that spreads far beyond the sensor patch adhesive area. The rash is visible until the lower part of the patient's arm goes up, covering the shoulder and a part of the chest visible in the picture. The skin reaction was treated with an over-the-counter antihistamine (piriton). There was no documentation of medical intervention. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.